Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. The device had cracked reservoir tube lip, case cracked at the display window corner, minor scratches on the lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone, the insulin pump alarmed button error last night after the esc button stopped working. His current blood glucose was 442 mg/dl and it was 96 mg/dl when the alarm first occurred. Customer stated initially the esc button stopped working and the device would prompt him to change the battery. He changed the battery, the esc button didn't respond, and the device alarmed button error. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.